Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the attempt to implant this lead, the lead had to be repositioned several times. This required extending and retracting the helix several times. On the final attempt to extend the helix, the helix appeared fracture. The lead was not used and has been returned for analysis. There were no adverse patient effects.